Event description:
Paramedics attempted to use the device to deliver defibrillator therapy to a pt. Reportedly the defibrillator would not charge, due to failure of the therapy cable. An automated external defibrillator (AED) which was on scene was used to treat the pt. Pt outcome was not reported, but the reporter indicated pt outcome was not affected by the discrepancy, due to the use of the AED.